Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient called stating he had a bilateral knee replacements. He started experiencing pain approximately 6 months after implantation. After several doctors visits the surgeon has not found a way to resolve this. Patient has not been revised. This pi is for complaint of pain in left knee.

Event description:
Patient called stating he had a bilateral knee replacements. He started experiencing pain approximately 6 months after implantation. After several doctors visits the surgeon has not found a way to resolve this. Patient has not been revised. This pi is for complaint of pain in left knee.

Manufacturer narrative:
An event regarding pain involving unknown knee implant was reported. The event was confirmed by medical review. Method & results: -device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. -clinician review: a review of the provided medical records and/or x-rays by a clinical consultant indicated: "on (B)(6), 2016 a primary left total knee arthroplasty was performed for which no operative report or list of components is available. On (B)(6), 2016 the patient complained of left knee pain and the genicular injection was repeated with the same positive results. In this patient with chronic low back and knee pain, there is no either lab or imaging evidence to suggest infection, loosening or component manufacturing materials as related to his symptoms. On (B)(6), 2018 it was noted, ¿more consistent with neurologic pain¿, and on his last documented visit on (B)(6), 2018 he was referred to pain management service." -device history review: not performed as the device was not identified properly. -complaint history review: not performed as the device was not identified properly. Conclusions: it was reported that the patient was experiencing pain. A review of the available medical records by the consulting clinician noted that, "in this patient with chronic low back and knee pain, there is no either lab or imaging evidence to suggest infection, loosening or component manufacturing materials as related to his symptoms. On (B)(6), 2018 it was noted, ¿more consistent with neurologic pain¿, and on his last documented visit on (B)(6), 2018 he was referred to pain management service." The root cause can not be determined as insufficient information was available. No further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.